Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on 03/25/2016 that a customer had an issue with connecting tubing. The customer states that the blue piece on the connecting tube was detached upon opening prior to use on a patient.

Manufacturer narrative:
The lot number was provided and the device history record (DHR) was reviewed indicating that the product was released accomplishing all quality standards. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. One unused sample with lot number 523902364x was received for evaluation. The issue was observed; detached blue connector. After review of the process line where the product is manufactured, the most likely root cause determined is lack of solvent due to incorrect position of solvent dispenser as there were parts where the solvent is not totally applied. The production personnel were notified about the defective condition. The position of the dispenser and sensor were adjusted in the solvent application system on (B)(6) 2016. If additional information is received warranting further analysis, the investigation will be resumed. This complaint will be used for tracking and trending purposes.